Manufacturer narrative:
On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: 1,5 years after primary cementless tha the stem was found to be loose and therefore revised. The reason of the loosening cannot be established with certainty. The femoral canal is extremely narrow and therefore stem implantation was technically demanding at risk; in fact, the stem appears to be proximally undersized and slightly varus, but this is probably due to the very limited diaphyseal dimension. No reason to ascribe this failure to a faulty device. Batch review performed on (B)(6) 2017. Lot 140745: (B)(4) items manufactured and released on 23 april 2014. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon determined the stem was loose. The cause of the loosening is unknown. No trauma reported. The surgeon revised the stem, head and liner. The surgery was completed successfully.